Event description:
Physician assistant harvested vein endoscopically during a coronary artery bypass graft procedure w/ getinge vasoview hemopro 2 from left leg. During harvest "c-ring" on device broke in half, 1 piece remained in patient and had to be removed. All pieces of device were accounted for, removed from sterile field and placed in packaging.